Event description:
The rptr stated that her husband performed a blood test and got a result of 55 mg/dl. He felt that the result was low, so he retested, and got a result of 106 mg/dl. Time difference between tests was 10 mins, using different fingersticks. He did not have any symptoms. A control solution test was within range 122 (95-142).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8